Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that stored episodes of non-sustained rv oversensing due to myopotential oversensing were observed. Oversensing was not reproducible in clinic. The physician elected not make any programming changes. Patient monitoring will continue.